Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: the display screen was observed to be cracked. Investigation revealed that the display screen was blank when the pump started up with audio tones. The display was replaced with a test display, and functioned normally.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim display screen issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.